Event description:
The lay user/patient contacted lifescan (lfs) alleging that the meter had been displaying low readings. The patient recieved a 28 mg/dl and retested again; however, the second reading was not provided. There is no information on whether the patient experienced any symptoms at the time of testing. The test strips were not expired; however there was a pink confirmation dot on the test strips. The technique of applying blood on the test strip was correct. The patient had been cleaning the meter according to the owner's booklet. Customer care agent (cca) sent the patient replacement test strips.